Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient had a rash on their back that was itching really bad. Patient had a lead change today. Patient stated leads were removed due to the bad allergic reaction that they had to the tape. Per patient, doctor gave permission to removed them and to just put a different bandage over the incision area. Patient was in a lot of pain and was not sure if area was infected but had a follow up apt with doctor on monday. Per patient, they put leads, ens, and verify was a (B)(6) bag. Patient was allergic to iodine and was not sure if that was put on their back. Patient mentioned left lead was not working and right side would only stimulate @ 1.3. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, lot# unknown, product type: screening device. Correction made to brand name and model #/lot # correction made to lead model. If information is provided in the future, a supplemental report will be issued.